Manufacturer narrative:
(B)(4)

Event description:
Device report from synthes (B)(4) reports an event in (B)(6): a labrador retriever, canine was suffering from a left femur and left humerus fracture. Veterinarian implanted, on an unknown date, a small fragment vet dynamic compression plate (dcp) with unknown screws to repair the femoral shaft fracture. The event occurred postoperatively, and after canine was put on six weeks of bench rest, as well as six weeks of short leash. It was reported canine was implanted with dcp plate and unknown screws at the lateral site with polyparadioxanone (pds) cerclage. It was also reported the device will be returned to the owner of the dog. This report is for unknown cortical screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device used in a veterinary case. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.